Event description:
--

Manufacturer narrative:
Upon additional review, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system recently had a left ventricular assist device (lvad) implanted. This crt-d was programmed off during the lvad implant, however, upon interrogation post procedure the device was in safety mode. The field representative discussed with the physician that safety mode has unipolar pacing and sensing. Apparently, the patient went into ventricular fibrillation (vf) during the lvad implant and the device delivered a shock for the vf. Since the device had been off, it must have gone into safety mode during the procedure in order to shock. The physician elected to leave the crt-d on. No adverse patient effects have been reported related to this observation. Sixteen days later the patient passed away. The cause of death was being attributed to complications from the lvad implant and the patient's underlying condition. There were no allegations that the crt-d caused or contributed to the patient's death. The field representative requested the crt-d be returned to boston scientific but evidence suggests the device was not explanted post-mortem.